Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. As there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that two days after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke with symptoms that included homonymous hemianopia (visual field defect). At this time, there was no brain imaging provided to silk road medical (srm) for review, and it is unknown which side the patient experienced homonymous hemianopia. It is unknown if the patients blood pressure dropped precipitously, which could also damage the occipital pole. It is unknown if the reported failure is related to a silk road medical device failure, hence, the event will be reported out of abundance of caution.